Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/12/2016 that a customer had an issue with a uvc. The customer reports a neonatal baby had an umbilical catheter placed in them and after one day of placement, the catheter split towards the port end, resulting in leaking blood and fluid. As a result of this, the catheter had to be removed and replaced with another one.

Manufacturer narrative:
Submit date: 11/08/2016. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, the most probable root causes could be due to an issue with overbending, excessive force, improper use of sharp objects, machine malfunction, inspection failed or not performed, and/or defective material. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4), 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.